Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of component of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risk associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (history of aortic stenosis s/p avr s/p tavr, and chronic kidney disease) may have contribute to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device remains implanted.

Event description:
As reported by our field clinical specialist, approximately 10 years post transfemoral tavr valve-in-valve procedure with a 23 mm sapien xt valve placed in a 23mm non-edwards porcine valve, the patient presented with shortness of breath and fatigue. The sapien xt valve was reported to be stenotic. An additional valve-in-valve-in-valve procedure was performed with a 20 mm sapien 3 ultra valve. No additional patient complications were reported. Per additional information received, the patient presented to the emergency department with report of shortness of breath and fatigue that have been gradually worsening over the last 6 months. The patient was admitted for further evaluation of decompensated complete heart failure exacerbation and urinary tract infection. While in the emergency department, the patient had an episode of ventricular tachycardia and ventricular fibrillation requiring defibrillation and CPR. The patient was transferred to the implant facility to undergo evaluation for degeneration of aortic bioprosthetic valve. The echocardiogram performed during this admission reported an ejection fraction (ef) of 36%, aortic valve prosthesis with mean gradient of 15 mmhg, and aortic valve area 0.42 sq cm. Structural heart team assessment: acute decompensation on chronic progression of left ventricular heart failure with declining ef in setting of bioprosthetic aortic valve failure showing nyha class IV symptoms. Given the patient's age, multiple comorbidities, overall frail state, and previous cardiac surgeries, the patient was deemed a high risk for cardiac surgery and transcatheter options were recommended.